Event description:
An employee at the facility was placing an instrument in the cidex plus solution when the solution was splashed in the employee's eye. The employee was not wearing eye protection, however, the employee was wearing a gown and gloves at the time of the incident. The employee was advised to irrigate the employee's eye for 15 minutes and then be seen by an ophthalmologist.